Event description:
The index procedure was a one-level pseudarthrosis case at level c4-c5. During the procedure one screw was deployed into bone outside of the cage, since the physician believed this was in bone, this screw was left in place. A second cage and screw was placed on the contralateral side without issue. The case was completed successfully. Procedure outcome was as expected. No known complications arising from this event, and the patient is recovering well post op.